Event description:
Suture breakage & fray. Customer states that when the suture was removed from the package, it was noted to be fraying at the swaged end. The suture also broke very easily. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once med device family initially reported assuming incident could recur.

Manufacturer narrative:
Lot number jhe053 was also associated with this complaint. Samples of the returned product were examined for frays upon removal from the packet. No fraying was observed upon opening the packet. The strands were then tested for knot pull tensile strength and the results obtained were above the ethicon requirements, which always equal or exceed the minimum usp requirements. A product inquiry records review was conducted and there have been no other inquiries of any type received involving these lot numbers. Follow-up report # 1 inadvertently omitted eval codes.